Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead dislodged after the initial implant. A lead revision procedure was performed. During the procedure the physician experienced difficulty deploying the helix and was only able to get it to partially deploy. Since the lead appeared stable, the physician opted to leave it in place. The pacemaker had been placed in antibiotic saline solution while the lead revision was being performed. When attempting to reconnect the lead to the header, noise and high impedance measurements were seen. Multiple attempts to dry the pacemaker's header were unsuccessful. A new pacemaker was handed off and upon connection to the rv lead no noise and stable impedance measurements were observed. No additional adverse patient effects were reported.